Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't think the cause of the retention, leaking, urgency, and pain was the unit. They thought it was due to leg cramps and restless leg syndrome (rls). To resolve the issues, they turned down the stimulation for less rls. The issues were somewhat resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had interstim because they could not get it going and could not get it streaming. Patient said since implant, they had been doing good, they noticed that they had been able to go. Patient said that it helped the bowel too. Patient said since implant, there were two days that they felt the urge and sits there and drips which was the problem (prior to getting interstim). Patient said that if they got a time when they does not feel like, they were putting out enough urine then they used the hat and collects and noticed if it was 2 or 3 hundred, then she was good. Patient mentioned facet block in the pain. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.